Manufacturer narrative:
Follow-up #1: date of submission 09-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during investigation, the keypad cover was missing and peeling off. Moisture was observed on the button contacts. Unrelated to the original complaint, the battery compartment was cracked starting at the threads to the left side of the grip pad down to the seal. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was missing/peeling and that the contrast, up arrow, down arrow, and ok/enter buttons were subsequently under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.